Event description:
The customer reported the ventilator failed pre-operational testing. The manufacturer's service technician was able to duplicate the problem. The service technician reported the safety valve solenoid was not functioning. The service technician replaced the main pcb board to correct the problem. Review of the ventilator log history also indicated the ventilator went vent inop during previous use. The service technician was requested to replace the cpu pcb board to address the finding. Extended self testing and performance verification testing was completed and the unit passed per operating specifications. The ventilator was not in use on a patient, therefore there was no patient harm or involvement.

Manufacturer narrative:
Printed circuit board (pcb).